Manufacturer narrative:
Concomitant medical products: dtba1d4 ICD, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device seemed to indicate pacemaker mediated tachycardia (pmt) was occurring during ventricular sense response pacing, however when the underlying rhythm was permitted, pmt stopped. It was then reported that the left ventricular lead was not capturing, so further investigation was done to determine if the right atrial lead and left ventricular lead had been swapped in the device header during a recent routine device change-out procedure. The leads were switched in the header so they were revised and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.